Event description:
It was reported by service report that the footend of the bed was stuck at mid height, and would not raise or lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power coil cord.